Event description:
The reporter is a dr who uses the surestep meter for screening. He has rec'd an er1 message on some of his pts. When the er1 message appears on the meter, the dr sends the pts to the laboratory for a blood test. There has been no allegation of harm made.